Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump;s button had to be pushed several times before they respond. Customer was trying to clear an alert and they were not able to do so. Customer stated numbers were ramping on their own with no input from the user. Customer stated insulin pump was rejecting batteries. And they received unexplained no delivery alerts. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.